Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from india of break in aseptic technique and peritonitis. On an unreported date, the patient experienced a break in aseptic technique, described as patient made a mistake. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized. The cause of the peritonitis was the break in aseptic technique. The patient began treatment with fortum inj. 1gm ip and reflin inj. 1gm ip.

Manufacturer narrative:
(B)(4). The product code is unknown, therefore 510k number are unknown. There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a use error - breach in aseptic technique issue and peritonitis is confirmed. The cause was undetermined. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident.